Event description:
It was reported scratched lens. No delay was noted. No patient injury or complications were reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for a scratched lens. A visual inspection was performed and showed the scope to have distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required.